Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this electrode exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in delivery of inappropriate shock therapy while the patient was sleeping. The system was viewed under x-ray and the implant position of the device and electrode was not felt to be optimal. The device appeared flared aware from the ribs and the electrode did not appear on the fascia. The programmed vector was reprogrammed to secondary and only one beat of noise was able to be recreated. Boston scientific technical services (ts) recommended repeating defibrillation threshold (dft) testing to confirm the ability to convert. To date, no further testing has been performed. No adverse patient effects were reported. This product remains implanted and in service.